Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "self-check failure- 1003" message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that the patient began pulling on the tubing. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's smart pneumatic module tubing and the transducer flow screens were replaced as a precaution. No trend is associated with reports of this type.